Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device severely wore and the metal part was exposed. Both the probe tip and the grasping section had contact marks against each other. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the ptfe pad severely wore since the user activated output without grasping anything (including after the tissue separated). Then the grasping section with the severely worn pad and the probe contacted, which caused the reported error and the contact marks. Based upon the finding of the evaluation, this report appears to be related to user handling.

Event description:
The subject device was used during a laparoscopic hepatectomy. Unspecified error occurred frequently in the first half of the operation for 5 hours. Although the user continued the procedure, unspecified error occurred again. The procedure was completed with another thunderbeat. There was no patient injury reported.